Event description:
It was reported patient underwent a hip revision procedure on (B)(6) 2014. During the procedure, a cement spacer mold fractured. A new cement spacer mold was utilized and a 45 minute delay occurred in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under instructions for use, number 8 states, "examine the sidewalls of the femoral mold for distension. Convexity of the sidewalls will result in a malformed spacer and suggests that cement viscosity was too high during fill. It may be possible to correct this problem by squeezing the mold so that excess cement exits the filling port." Examination of returned device found no evidence of product non-conformance. Review of DHR noted the part was made to print and correct materials.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.